Event description:
Healthcare professional left side exchange from textured to smooth due to the patient's concerns with the product and left side rupture. Devices have been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: weight to the spec, opening on posterior and yellow particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern of device.

Manufacturer narrative:
Correction to become aware date: change from 20/apr/2021 to 14/may/2021.

Event description:
Healthcare professional left side exchange from textured to smooth due to the patient's concerns with the product and left side rupture. Devices have been explanted.